Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable cause may include system set-up or a component failure. No lot/serial number has been provided; therefore, a review of the device history is not possible. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during npwt, a renasys go device failed to suction and did not displayed any alarm related to this problem. The nurse indicates all troubleshooting were done and that the device has been used as indicated. Agent transferred the call to rotech for possible device replacement, but it is unknown how the treatment was finished. Patient was not harmed as consequence of this problem.